Manufacturer narrative:
Conclusion: review of this file indicates that the lens was not implanted in accordance with the dfu requirements. This lens model is indicated for use in adults 21 - 45 years of age. Device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens - -15.0/2.0/090 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.